Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to spec, deformation device, crease fold. And observed, split in patch area, it is out of specification, per qa 199.04. Cloudy in the gel observed, after autoclave cycle. Base on the device analysis, the final assessment is: split in patch area, assessed, as a workmanship.